Manufacturer narrative:
Instigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vial was dry and the lens was hard. The lens could not be folded for injection. There was no pt contact.